Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). No qc or calibration date was provided. Per product labeling, "false reactive results may be observed due to non-specific interactions. The detection of hiv-1 p24 antigen or hiv-1/hiv-2 antibodies is not a diagnosis of hiv. It is recommended that repeatedly reactive specimens be confirmed by supplemental testing. Individuals who are repeatedly reactive should be referred for medical evaluation which may include additional testing." The investigation was unable to determine a direct root cause. The assay is performing within specification.

Event description:
There was an allegation of a questionable false positive elecsys hiv duo result from the cobas e 801 analytical unit for one patient. Please see the attachment for the patient results. The sample was repeated as it did not match the patient's historically negative results.